Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to recognize and charge a battery) was confirmed. Upon investigation the battery charger/modem was unable to recognize and charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold a charge) was confirmed. As received, the battery was unable to power on a monitor or charge. One of the battery tri-cells was depleted. The root cause of the depleted cell was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's charger was unable to recognize a battery in the charger and that a battery was unable to hold a charge.